Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist (tss) received the case after a user reported being unable to authenticate at a pyxis station device. The tss confirmed that the user account and credentials were correctly configured and verified that the account was not locked or expired. The tss then instructed the site to log in to the pyxis enterprise server to trigger a background synchronization of the user account with the system and explained that this approach had been a known workaround in earlier versions when server caching or identity synchronization was temporarily out of synchronization. After the server login was completed, the user was able to authenticate successfully at the device, confirming that the issue had been resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a new user was unable to log in to pyxis es on region 3. The user account was removed and re-added to the linked active directory (ad) account, and the user domain was re-synced, but the issue persisted. The user also changed her password, followed by another user domain resynchronization, with no success. The user attempted to log in on one of the smli 3south devices. However, there were no delays or adverse events or injuries reported based on this event.